Event description:
The lay user/patient contacted lifescan alleging the meter displayed an unknown 'ER' message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Event description:
The customer reported to baxter a viaflex empty container in which the additive port was heat sealed incorrectly. The condition was noted before patient use. There was no patient injury or medical intervention associated with this event. No additional information is availble.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
A 510 (k) # is k082590.